Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2015, during revision surgery, the product broke. In order to replace one of the 9.5 mm diameter s2 screws, they had to use a 10.5 mm diameter screw. Because they did not have a 10.5 mm tap the surgeon said he struggled to place the 10.5mm screw. It was difficult to drive the screw in and as a result the head of the screwdriver sheared off inside the post of the 10.5 mm screw. When the surgeon determined the 10.5 mm screw would not fit, and that the old 9.5 mm screw would be too loose, he decided not to place a screw at that level. No patient complications were reported.